Event description:
Study. Physician suspects pump valve problem due to pt symptoms of withdrawal as of 2006. Pt experienced nausea and/or vomiting, pain, sweating, plastic taste in mouth, chills, plastic smell in nose, diarrhea, tensing up all over, and acid reflux. The pump was replaced on 11-21-2006. Side port myelogram was done to examine catheter on 11-21-2006. Morphine 10 mg im was to be given 10-25-2006. Resolved without sequelae 11-21-2006.